Event description:
It was reported that following a new implant procedure, all combinations with electrodes 10 and 15 were above 10,000 ohms. The manufacturer representative tested up and down the whole lead and was able to get great stimulation for the patient in all of her painful areas.

Manufacturer narrative:
Continued from concomitant medical products: lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; programmer model 37744 serial# (B)(4); recharger model 37752 serial# (B)(4).